Event description:
The customer reported the ventilator went vent inop and alarmed during operation. The customer reported the unit was not in use on a patient, therefore there was no patient harm or involvement. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician was able to duplicate the reported vent inop event due to a flow sensor failure. The service technician replaced the sensor board to main board cable to correct the reported problem. Performance verification testing was completed and all tests passed per operating specifications.